Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the issue was confirmed using system logs, log review revealed recurring error m-10 and error m-1c. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. However, a review of the internal erbe error log showed errors m-0b, c-84, m-10 and m-1c. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the bipolar and monopolar energy was not working. The erbe also showed error m-10. The customer confirmed that the external foot pedals were not depressed, and the surgeon was not activating energy for over 35 seconds consecutively. The customer disconnected the external foot pedals from the back of the erbe. The monopolar energy began to work. However, the fenestrated bipolar forceps (fbf) instrument on universal surgical manipulator (usm) 1 was still not recognized by the erbe. The customer installed another bipolar instrument on usm 4, and the instrument was recognized. The customer reseated the energy cord, with no change. The intuitive tech support engineer (tse) recommended replacing the energy cord, but the customer did not have any backups. The customer did not want to perform additional troubleshooting. The tse recommended trying the other bipolar port on the erbe, using the bipolar energy cord that was working on usm 4 on usm 1, or replacing the instrument. The procedure was reportedly being completed as planned, but how the issue was resolved was not specified. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with the original erbe generator. The energy cord was replaced to resolve the issue.

Event description:
Refer to h11 for follow-up information.